Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini meter was reading inaccurately high readings compared to her feelings or normal results, compared to the same meter and compared to a lab reading. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue started on (B)(6) 2013. The patient reported on (B)(6) 2013 at 7am a reading of ¿174mg/dl¿ was obtained, and then at 7:30am a reading of ¿204mg/dl¿ was obtained on the lfs meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using self-adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported within minutes of the issue occurring, she developed symptoms of ¿nausea, headache, clammy, and shaky.¿ the patient reported on an unknown date and time the patient went to see a doctor and was given a blood glucose reading only, but the patient was unable to recall the readings. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.